Event description:
It was reported that there was a pericardial effusion. The procedure was cancelled. During a left atrial appendage (laa) closure procedure was being performed, a versacross connect laac was selected for use. The physician gained access to the patient and then inserted the versacross connect along with the watchman sheath. The physician made several attempts at performing the transseptal puncture but was not successful, due to anatomy and length of reaching septum. Intracardiac echocardiography (ice) imaging showed that there was a pericardial effusion in the right ventricle. The procedure was aborted and the patient was monitored. Four (4) hours post procedure transthoracic echocardiogram imaging showed that the pericardial effusion had resolved. The patient remained in the hospital overnight for observation and was discharged home the next day fully recovered from this event. The device is not expected to be returned for analysis (disposed). No pericardial effusion was noted on the echo before the procedure. The patient was not under warfarin at the time, nor antiplatelet drugs. No radio frequency was applied with versacross rf wire. The physician just had problems reaching and staying in contact with the septum due to patient anatomy. Patient remained hemodynamically stable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.